Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; partially broken forceps wires, no leaks from subject device, lack of adhesive in the insert tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the elevator mechanism of the subject device was broken during an endoscopic retrograde cholangiopancretography. The planned procedure was interrupted. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the forceps elevating wire was overloaded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.